Event description:
It was reported that the pump's usb port was loose, resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.